Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the 108mg/dl. Troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.